Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 product complaint #: (B)(4). Investigation summary: the device associated with the reported event was not returned to the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to loosening of the tibial component at the cement to implant interface. Cement manufacturer is unknown. It was also reported that when the patient came in for primary knee replacement, the femur was subluxed. Patient presented this year with medical tibial collapse potentially caused by the pre-op subluxation prior to the primary knee. Surgeon opted to replace only tibial and insert components. They implanted a revision tibia with sleeve and stem for reinforcement. Doi: (B)(6) 2018, dor: (B)(6) 2019, left knee.